Event description:
The manufacturer was contacted in reference to a simplygo portable oxygen concentrator device. The patient alleges for credit request. No information was reported regarding the observation of any flames or evidence of melting, warping, or any voids in the device enclosure. There was also no report of any property damage. During evaluation of the device, the secondary finding is observed that corrosion on main pca, and pca need to replace, and unit is scrapped.